Manufacturer narrative:
(B)(4).

Event description:
It was reported that expired patient was brought to the hospital. Review of the episode revealed normal device and lead behavior. 3 vf episodes were noted on (B)(6). In the first episode the hv therapy was inhibited due to return to sinus and no egms was available due to lack of device memory for the other two. Multiple non-sustained lead noise episodes have overwritten the two vf episodes. Hv shocks in the last two vf episodes leading to return to sinus. In the viewable episodes the amplitudes on the ventricular sense and the discrimination channel are very small and the morphology could indicate a dying heart.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.